Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support received the logs from the customer. Technical support thinks the o2 sensor calibration has not aborted or terminated properly. This could trigger the alarm even if it is on stand-by. Technical support tried it on another machine and it was partially reproducible. The machine was released for clinical use. The chance of the said issue to happen again is very low. Technical support informed the user accordingly.

Event description:
The customer reported that the bellevista unit was showing alarm "o2 concentration high". They calibrated the o2 cell and ambu-bagged the patient during the calibration. After that, they wanted to re-connect the patient to the machine, but the machine was not ventilating anymore and triggered an occlusion alarm. They have then ambu-bagged the patient again and exchanged the machine. The machine continued to provide flow, even if it was in stand-by. There was no patient harm.

Manufacturer narrative:
Results of investigation: technical support analyzed the log files received and tested it on another machine. They found out when they start the calibration and cancel it immediately; calibration will not abort properly. When they start to ventilate, high priority alarm (disconnection) appeared. Investigation revealed that the root cause of the disconnection alarm is attributed to a software bug. Corrective and preventive action was initiated. The issue is being internally investigated with vyaire.